Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. (B)(4).

Event description:
According to the reporter, seal on adapter flap came off during surgery. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.